Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a new omnipod 5 controller/personal diabetes manager (pdm) did not appear to deliver basal insulin overnight. The patient stated that history logs showed repeated 0.05 unit hourly deliveries of insulin while the programmed basal rate was 0.5 units per hour for a total of 12 units per day. The patient switched to manual mode for 1.5 hours however this did not improve the patient's blood glucose levels which had risen to 21.4 mmol/l (385 mg/dl). The patient confirmed correction boluses were administered and were sufficient in reducing the blood glucose levels. A factory reset of the pdm was performed.